Manufacturer narrative:
This report is submitted on september 08, 2023.

Event description:
Per the clinic, open circuits were noted on 8 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.